Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit would not power on. The device was in use at the time of the event. There was no patient harm.

Manufacturer narrative:
Date of report: 11jun2019 date received by manufacturer: 14may2019. Correction: patient involvement: there was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found the issue was cause by an error 1007 (machine and proximal pressure sensors failed). The fse replaced the data acquisition board and data acquisition to motor controller board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.